Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 597 mg/dl and 80 mg/dl, 400 mg/dl and 120 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.